Event description:
"Two cryocyte bags 250 ml lot h04j04040 cryopreserved since 02/21/2005 went broken (in 2005). They observed they cracked from the external sealing and then the cracks sperad into the center of the bags. There is no sample available for evaluation. Problem was noted after storage. Storage was in vapor phase and duration of storage was for 2 months. The patient did not receive the product. The patient/donor was recollected or remobilized. The bags were filled with 60 ml. Product cryoperservation and storage was performed in metal cassettes. Cryopreservation was in programmed mechanical freezer. "

Manufacturer narrative:
Review of production records for lot #h04j04040 were found to be within specification requirements. Query of the product-reporting database for lot # h04j04040 shows one other similar report within the last 24 months. Photographs have been sent by the facility to the manufacturing plant. CAPA was opened on 04/30/2002 to address this issue and closed 10/2004.